Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room for chest pain. The patient thought the implantable pulse generator (ipg) may have fired; however, it was noted the device does not have the ability to deliver shock therapy. An interrogation noted the implantable pulse generator (ipg) had atrial events falling in the blanking period so there is atrial pacing during an atrial arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.